Event description:
Customer was admitted to hosp for low blood glucose. Customer primed 45 units into his body as a result of inserting reservoir without rewinding when the existing reservoir would not lock into place. He filled another reservoir with 90 units and then inserted it into the pump. When they looked at the reservoir it had 45 units and he says the option to fixed prime is what was on the screen. Explained to never manipulate the reservoir while connected and to rewind before inserting reservoir. Customer has been on pump for almost a month.